Manufacturer narrative:
Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, siliconomes on axilla.

Event description:
Healthcare professional reported left side rupture and siliconomes on axilla diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: black particles observed in the gel. Wear abrasion and crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and "siliconomes on axilla" diagnosed by ultrasound. The device has been explanted and replaced.